Event description:
Customer called because the customer received an error alarm that the customer could not clear. Customer was assisted in running self test which tested ok. Batteries were changed and beeps became shorter. The possible causes for the alarm were given to the customer including the possibility of electro static discharge. Customer stated the customer did not wear pump in a leather case.